Event description:
The pt was revised due to loosening of the stem and sleeve.

Manufacturer narrative:
Examination was not possible, as the parts were not returned. The cause could not be determined since the products were not returned. A search of the complaint database found no prior reports for both part and lot number conbinations. Based on the investigation, the need for corrective action is not indicated.